Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Adminstration set are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high pressure sets that are appropriate for use with power injectors.

Event description:
The customer contact reported the pre-pierced port "popped off" while in use with a power injector; subsequently, blood loss was noted. The patient was undergoing a CT scan of the aorta. The medrad power injector was set to deliver visipaque contrast media at 325psi at a rate 5ml/second. The customer contact reported that approximately half way to three-fourths the way through the procedure, the patient reported to the technologist, "this is leaking on me." The technologist reported that the material on the pre-pierced port had "popped off", contrast leaked and there was an unspecified amount of blood loss. The contrast and blood were cleaned up and the procedure was completed. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.